Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was having difficulty reading the screen, due to the brightness. It was reported that the customer also finds it hard to read in the sunlight, and hard to read the reservoir icon on the front of the screen because it is too small. The customer's blood glucose level was reported to be 118.8mg/dl. No further information provided.